Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), female patient the device displayed a "defib pad short" message. The electrode pads were changed, and upon and attempt to discharge, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. Review of the device activity log provides evidence that the device saw low impedances consistent with a defib pad short, but does not indicate cause. A high voltage signal cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.